Event description:
It was reported the packaging of the bur was damaged resulting in a breach to the sterile barrier. It was also reported that the bur was not used on a patient as this issue was discovered in the receiving department. It was further reported that the sterile area was not compromised and that this issue did not result in a delay to any scheduled surgeries.

Manufacturer narrative:
The device subject to this investigation was not returned for evaluation to the manufacturing site. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.